Event description:
There are white lines on the display of the infusion device, and the characters on the display are not fully readable. The infusion device was returned by a hospital, and no info was provided for the pt. The infusion device was exchanged. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.